Event description:
On (B)(6), 2012 a case manager from a group home reported that the recently implanted vns patient was admitted to hospital's ICU yesterday for status epilepticus and "massive" seizures. The patient has not yet had their vns activated but the ICU would like to activate the vns in hopes to stop the patient's seizures. Further information was requested from the physician but on (B)(6), 2012 the physician only stated that the patient was turned on recently. No additional information was provided.